Event description:
It was reported that the left ventricular (lv) lead impedance jumped from 800 ohms to greater than 2000 ohms per the remote monitoring transmission report. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).